Manufacturer narrative:
MDR 3003442380-2026-3003442380-2026-12194 / initial 4 of 4e1: name: tandemstreet: 11045 roselle streetline 2: suite 200city: san diego state: ca zip code: 92121country: united statesbased on the available information, this event is deemed to be serious injury.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380

Event description:
It was reported that the patient experienced bent cannula. The event resulted to hyperglycemia and the patient treated the elevated blood glucose level by administering correction bolus via pump.